Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was already suffering from an insufficiency regarding the suture at the end of small intestine (staple line) after a few days following a right hemicolectomy with a small bowel resection of the ileum segment, where the patient underwent resection of the colon, resection of the terminal ileum and resection of a small intestine loop twice. It was also reported that both ileotransversotomy side-to-side anastomosis and enteroenterostomy side-to-side anastomosis were created with suture materials. On first follow up operation, they had performed abdomen inspection, and noticed a small leakage at the end of the small intestine thigh during ileotransversostomy, post resection of the ileum near the ileotransversostomy and over suturing of the staple line. On second follow up operation, they had performed abdomen inspection, and noticed a small leakage at the end of the small intestine thigh during side-to-side anastomosis of the enteroeneterostomy, and overstitching of the staple line of the end of the bowel. On third follow up operation, they had performed abdomen inspection, and noticed a small leakage at the ileotransversostomy, so they overstitch the leakage. On fourth follow up operation, they had performed an insertion of vacuum seal. While on fifth follow up operation, they had performed abdomen inspection, resection of the small intestine and overstitching of the staple line. Also, the creation of an ileostomy. This resulted to extend patient hospitalization. Patient has severe peritonitis, sepsis, acute abdominal pain and increasing inflammation levels.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was already suffering from an insufficiency regarding the suture at the end of small intestine (staple line) after a few days following a right hemicolectomy with a small bowel resection of the ileum segment, where the patient underwent resection of the colon, resection of the terminal ileum and 2 times resection of the ileum (a ileum segment). It was also reported that both ileocolostomy and ileoileostomy were created with suture materials. On first follow up operation, they did not detect on staple line. However, on second follow up operation, they were seen a hole of 3mm on the staple line and on the other staple a larger insufficiency. So, they overstitch with suture and an endoscopic vacuum therapy was offered. Then, an ileostomy was performed, and the small bowels was discharged at the third follow-up operation. This resulted to extend patient hospitalization. Patient has severe peritonitis and sepsis.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.